Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with iol implant procedure the iol came out damaged when implanting and setting failure was suspected. The surgery was completed with back up lens. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Lens returned wrapped in gauze in zip lock bag along with lens case. Solution is dried on both surfaces of the optic and haptics, blood is also present. One haptic is broken/torn and is returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in three and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "iol came out damaged". The returned lens shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is:(B)(4).